Event description:
The user's hearing performance with the device is affected. The user was progressing well with the implant but approximately 4 weeks ago (on (B)(6) 2025) a scratchy sound and echo was reported. The user had revision surgery on (B)(6) 2025 to reinsert the implant. The surgeon observed electrodes outside of the cochlea. He was able to reinsert the device without any issues.

Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the electrode out of cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a combined initial and final report.